Event description:
Nursing found the tip of the male adapter chipped off on the spike. Infection control concerned that a small enough piece could enter the patient through the IV line. No indication that happened just a potential which is cause for concern. Out of the box failure. Packaging was intact.